Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the error. A system check was performed. There were noted fluoro function board errors noted in the event log, which is assumed to have caused the lock-up issue. As described, the system may have appeared to the operator to have uncommanded x-ray. The system, when it locks up freezes the system in-state, where the exposure indicators continue, even though x-rays are not being produced. This is caused by the fluoro function board reboots, as was noted in the event log. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have uncommanded x-ray. By description, the system had a lock-up and although the user may believe x-rays are being produced, no radiation is emitted.